Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that in the middle of march, they fell off the back of their truck and fell on their left side. Caller stated that it seemed like the urgency for them to go is worse than it was after the fall. Caller added that they had the device set at where it was working but it seemed like something "knocked it offline" or something like that so they talked to their doctor who told them to call the manufacturer to get it fixed. The agent walked the caller through connecting to the implant. They were on program 5 and caller noted that prior to the fall they had to set it at 1 volts but because of all the urgencies they went back up to hope it would tighten up a little bit. Agent had caller change programs. Caller increased the stimulation to 0.8 volts and confirmed they felt a comfortable stimulation in their bike seat area. Patient to monitor the issue and redirected to their healthcare provider to have the device checked.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.